Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support. Unable to verify motor error alarm during to a33 alarm however, the motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm and a compromised force sensor alarm.